Event description:
Additional information was received by the manufacturer on 28-dec-2022 via email and attached to the complaint object. This error did not occur while in use with a patient. The error occurred while trying to connect the cartridge.

Manufacturer narrative:
B5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: customer response email was received with new information provided by the customer, there was no patient involvement. Therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregards any reports associated with it.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that device exhibited error code 1610 and the led screen went crazy flashed error 1610 and made a chirping noised. Removed batteries and replaced them, and now it will not turn on.